Manufacturer narrative:
(B)(4). (B)(6) evaluated the customer's device and verified the reported issue. (B)(6) determined that the cause of the reported issue was due to a broken internal strap on the device's high energy capacitor. The customer received a replacement device.

Event description:
The customer contacted (B)(6) to report a non-critical failure with their device. There was no patient use associated with the reported event.upon evaluation of the customer's device, (B)(6) observed that the device was aborting the charge when attempting to deliver defibrillation energy. As a result, defibrillation therapy would not be available, if it was needed.